Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was not wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was water supply issue with the flex videoscope during an unspecified procedure. The procedure was completed. There were no reports of patient harm. The device was returned to an olympus service center for evaluation. During the device evaluation, foreign material was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. The device evaluation found the following additional findings other than listed in b5: the air plus water supply volume and water removal ability did not meet the standard value due to clogged nozzle, the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up and down knob was out of standard value due to wear of angle wire, the adhesive on the bending section cover was found to have chip, crack and white clouded area, the adhesive around the objective lens plus the light guide lens was peeled, the light guide lens was cracked, the paint on the suction cylinder was peeled due to handling, the image guide protector and connecting tube were scratched due to handling, and the distal end cover was dented due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.